Manufacturer narrative:
Date of event is estimated. It was reported that the patient had an rfa and did not set the ipg to surgery mode. Patient reported receiving the message 'generator is not responding'. The issue was resolved through troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an rf operation where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was able to recover the ipg.